Manufacturer narrative:
It was reported that the imaging extension allegedly fell off. The imaging extension is expected to hold the patient weight during cases where the images are required. The evaluation and investigation is expected, but not yet begun. Once the investigation is complete, a supplemental will be filed. There was no patient involvement, injury or adverse consequences reported.

Event description:
It was reported that the imaging extension allegedly fell off. The imaging extension is expected to hold the patient weight during cases where the images are required. There was no patient involvement, injury or adverse consequences reported.

Manufacturer narrative:
The physical label on the product warns that the "health care professionals must insure patient is properly positioned and monitored to protect patient" and to "install and tighten all accessories according to instructions. Do not use damaged or worn accessories." Within the operator's manual section 3.2 unpacking and installing (figure 7) shows the appropriate way to confirm a section is properly attached to the table prior to usage. Furthermore, if a section is identified as broken then the affected part should have been replaced. The operon table and associated accessories should be maintained according to the operon operators manual, section 8 maintenance, and section 8.2 maintenance schedule in order to ensure the table is properly maintained (preventative maintenance).

Event description:
It was reported that the imaging extension allegedly fell off. The imaging extension is expected to hold the patient weight during cases where the images are required. There was no patient involvement, injury or adverse consequences reported.